Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the display of the infusion device is defective; the digits can be misinterpreted. Caller did not report any blood glucose concerns and no outside assistance was required. No adverse event reported. Requested return of the alleged infusion device for evaluation.